Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a lamp error (e105) when lamp was turned on. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code). Additional information added to fields h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed, but a defective area was not identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e105 is displayed when a malfunction of the illumination lamp is detected. Olympus will continue to monitor field performance for this device.